Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) was displayed as ¿high¿. However, no specific value was provided. The customer administered a manual injection to address bg level.